Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) /2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. The cgm read 297 mg/dl and the bg read 222 mg/dl, the cgm read 315 mg/dl and the bg was 208 mg/dl, the cgm was 64 mg/dl and the bg was 95 mg/dl. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.